Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not detect the electrodes when connected. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not detect the electrodes when connected. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The therapy pcb assembly was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The therapy pcb assembly was returned to stryker product analysis center (pac) for further evaluation. The pac technician was unable to duplicate the reported issue. Therefore, a further root cause could not be established.